Event description:
It was reported that pump displayed a cartridge change error and customer was unable to complete cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer support guided caller to inspect and clean cartridge and pump connection areas, then assisted with filling and loading new cartridge, after which error did not recur and caller successfully completed load process and resumed insulin.